Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation using a lantern delivery microcatheter (lantern), a non-penumbra sheath, and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing the microcatheter into the lantern approximately 30 cm past the hub. The lantern was then removed and flushed; however, the same issue occurred upon re-advancement of the microcatheter. Therefore, the lantern was removed. The procedure was completed using a new lantern, the same microcatheter, and the same sheath. There was no report of an adverse effect to the patient.